Manufacturer narrative:
(B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by getinge fse that cardiosave intra aortic balloon pump (iabp)¿s drive manifold test failed. There was no patient involved.